Event description:
During a lap cholecystectomy procedure, a ring dislodged from the trocar and fell into the patient. The piece was able to be retrieved. The case was completd with the same trocar and no patient consequences. One device returning.